Event description:
It was reported that when device was used during a low anterior resection, it fired an incomplete staple line. The surgeon made a colostomy, since the anastomosis location was too deep.